Event description:
It was reported that there was an instrument breakage that occurred during set inspection.

Manufacturer narrative:
The reported event was confirmed, since the device was returned and matches the alleged failure mode the device inspection revealed the following: a visual inspection reveals inconsistent engagement and positioning of the foot in relation to the body of the instrument when the lever handle is not engaged. Based on investigation, the root cause was attributed to a wear related issue. The incident occurred due to the device being excessively used, which led to the internal spring losing its tension over time and eventually wearing out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that there was an instrument breakage that occurred during set inspection.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.